Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw/unknown quantity/unknown lot number. (Other number): UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: moein, c. Et al (2011). Intramedullary femoral nailing through the trochanteric fossa versus greater trochanteric tip: a randomized controlled study with in-depth functional outcome results. Eur j trauma emerg surg, 37, 615-622. The authors conducted an explorative, randomized controlled study to compare soft tissue damage and functional outcome after antegrade femoral nailing through a trochanteric fossa entry point versus a greater trochanteric entry point in patients with a femoral shaft fracture. Over a period of two unspecified years, nineteen patients (aged 18-65 years) were enrolled and randomly assigned to two nail insertion groups: ten male patients with a mean age of 32.8 years (range, 22-41 years) were treated with synthes unreamed femoral nail (ufn) inserted at the trochanteric fossa and nine patients (eight males and one female) with a mean age of 24.6 years (range, 18-36 years) were treated with synthes antegrade femoral nail (afn) inserted at the tip of the greater trochanter. Mean follow-up was 48 months (range, 21-57months). Follow-up included a minimum of physical and radiographic examination at six, 24 and 52 weeks. Results included: in the ufn group, prominent distal locking screws in two patients were removed due to pain in the knee region; the nails were not removed. This is report 2 of 2 for (B)(4). This report is for unknown locking screws.